Event description:
Covidien received a user facility medwatch report (B)(4). The report contained the following: nurse reports pt was found by occupational therapist (oc) and pt unresponsive and grey in color, no pulse, and low blood pressure, pt's trach was plugged and she had on a nasal cannula. Nurse reports pulse oximeter was on, reading "00" with no alarm sound. Code blue was initiated and was a successful resuscitation. MFR and model of tracheostomy is unk.

Manufacturer narrative:
No product was returned to covidien for further investigation. Multiple attempts have been made to obtain add'l info from the reporting facility. To date, there has been no response. The investigation is in progress. A supplemental report will be provided if add'l info becomes available. It is unk if the alleged n-560 was put back in service and the serial number was unable to be identified; it is unk if the alarm of the device had been silenced; pt monitoring conditions are unk. A similar complaint investigation performed in medwatch 2936999-2009-00117 where no conclusion could be determined. Selections of warnings, cautions, notes and text provided on page 3 copied from oximax n-560 pulse oximeter operator's manual, (B)(4).